Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a 90% stenosed, severely calcified and severely tortuous lesion in the right coronary artery. The 10 mm x 3.00 mm wolverine coronary cutting balloon ruptured on the first inflation before reaching nominal pressure. The procedure was successfully completed with a different device without issue or patient injury.